Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pinnacle cup insertion instrument handle was cracked.

Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported event of handle breakage. Previous investigations found eco-209788 that was implemented on (B)(4) 2006 to alleviate handle fractures; a metal washer was added at the distal end of the handle to protect the radel handle from impact during an extraction type hit. Related CAPA (B)(4) was closed on june 15, 2006. The root cause is attributed to product design. Based on the investigation, the need for further corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.